Manufacturer narrative:
Welch allyn engineering confirmed the customers allegation of a broken power cord. The investigation determined that the likely root cause was due to improper handling by the end user due to the incorrect practice of moving the stand beyond the cord length without unplugging the power cord. No further investigation will be conducted.

Manufacturer narrative:
Our evaluation of this incident is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
A welch allyn customer reported that a spot lxi vital signs monitor wasn't working, so an employee jiggled the mains power supply cord where it plugs into the transformer. The connector from the mains power supply cord to the transformer separated from the end of the cord, exposing the terminals on the female side of the mains power supply. The exposed terminals were hot, and resulted in a minor burn to the staff member's thumb. The customer did not provide any patient information.